Manufacturer narrative:
It was confirmed by the customer that the backrest was cracked. It was further reported that the backrest could hold patient weight and no sharp edges were reported.

Event description:
It was reported that the back rest is broken which could cause the chair to be unstable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the back rest is broken which could cause the chair to be unstable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.